Event description:
Info was received that a pt had an uneventful bilateral refractive surgery in april 2 and 9, respectively, first on the right eye and then on the left eye. On 7/13/1999, the pt presented with a retinal detachment on the right eye. Retinal surgery was performed on the right eye. Pt's visual acuity on 10/10/1999 was 20/40 in the right eye. During a follow-up call, the surgeon stated that the pt is doing very well. The surgeon believed that the surgical procedure in itself may have played a role in the detachment of the retina.